Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was ranging from 195-210 mg/dl (150 mg/dl higher than the meter bg was reading), and the meter bg reading ranged from 45-60 mg/dl. Bg was addressed via consumption of glucose tablets and glucagon. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.